Event description:
It was reported that the patient states this inflatable penile prosthesis (ipp) stopped working; therefore, medical images and a revision surgery was scheduled. There were no patient complications.